Manufacturer narrative:
A visual examination of the returned device found that the cannula and introducer were slightly bent. Functionally, the electrode could be separated from the introducer and re-inserted without issue. Additionally, the electrode array was able to be extended and retracted without issue. However, when extended, four tines were bent and deformed. Finally, continuity of current was achieved between the handle and tines and was within specification which is indicative of the device being able to properly conduct current. The device evaluation found that several tines were bent. However, the impact of this malfunction to the reported event cannot be determined. No other malfunction was identified that would have led to the reported event. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B) (4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-02373 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) of the left kidney procedure performed on (B) (6) 2010 ((B) (6), female patient). According to the complainant, following the 4cm electrode algorithm, the ablation treatment was performed. At 15 minutes, full power (190 watts) had been reached and roll-off had not occurred. The physician set the system to 190 watts and began ablating once again. However, at 13 minutes, odd impedance readings were displayed by the console further indicating that the impedance began to drop. At this point, the physician became concerned and chose to end the procedure. Post procedure, while reviewing the CT scan of the ablated kidney, the physician noted that the ablated area seemed to extend outside the expected zone. Upon further review, the physician found it difficult to discern between the treated and untreated areas of the kidney, so he planned a follow-up CT at one month. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier and weight are unknown. (B) (4) (inconsistent impedance readings, insufficient roll-off). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-02373 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) of the left kidney procedure performed on (B) (6) 2010 ((B) (6), female patient). According to the complainant, following the 4cm electrode algorithm, the ablation treatment was performed. At 15 minutes, full power (190 watts) had been reached and roll-off had not occurred. The physician set the system to 190 watts and began ablating once again. However, at 13 minutes, odd impedance readings were displayed by the console further indicating that the impedance began to drop. At this point, the physician became concerned and chose to end the procedure. Post procedure, while reviewing the CT scan of the ablated kidney, the physician noted that the ablated area seemed to extend outside the expected zone. Upon further review, the physician found it difficult to discern between the treated and untreated areas of the kidney so he planned a follow-up CT at one month. The patient's condition at the conclusion of the procedure was reported to be stable.